Event description:
Device issue: separated shaft. Time of device issue: unk. Adverse event: none. It was reported that during a procedure of an 80% calcified right coronary artery (rca) lesion, predilatation was done with a maverick 2.0/15. A promus stent was advanced, but could not reach the entire lesion with the stent system. Resistance was felt and the stent system was removed. After another predilatation with a non-abbott balloon, an attempt was made to implant a promus 2.5/12 and a promus 2.25/12 without success. Resistance was felt and the systems were removed. There were no reported adverse pt effects. No additional info was provided. During returned device analysis, the 2.5/12 mm promus had a separated hypotube shaft. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.